Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. Device received with peeling keypad overlay noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the face plate where the buttons were swelling and it was harder to pressed and retainer ring was damaged. The keypad had been raising and sticker was came out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.